Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to remove code deflation, add code cutaneous contour deformity, serious injury, rupture symptomatic to more accurately capture the reported event. The patient¿s age is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 550cc and suffered from ¿leak , puckering funny, not tight anymore, slow process¿. The patient experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.